Manufacturer narrative:
A ge svc rep performed an onsite investigation and replaced the collimator assembly. The camera, collimator, collimator iris positions and collimator leaf were calibrated. The sys was tested and found to be working as intended and put back into svc. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the sys would not collimate. No pt injury was reported.